Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034-2019-03954.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034-2019-03954.

Manufacturer narrative:
(B)(4). Concomitant medical products: partial articular surface; p/n: 42518200911, l/n: 63442413, partial femur cemented; p/n: 42558000601, l/n: 63532898, partial tibial cemented; p/n: 42538000901, l/n: 63556352. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01155, 0001822565 - 2019 - 01156, 0001822565 - 2019 - 01157. Remains implanted.

Event description:
It was reported patient has continued severe pain due to onset of bloody effusions approximately one year post implantation. No additional patient consequences were reported.